Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient shoulder had a dislocation and surgeon wanted to tighten up joint. Poly was removed spacer added and a new poly.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.